Event description:
It was reported that during an unknown laparoscopic procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. A bag with two conforming clips and two malformed clips was returned along with the instrument; in addition, a test media was returned with three malformed clips. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No anomalies were noted. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.